Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, clinical data was provided for review. Review of the clinical data showed that for each event, CPR was resumed during the analysis, which influenced the shock-advised results. The device functioned as designed. Analysis for reports of this type has not identified an increase in trend.